Manufacturer narrative:
The device was not returned to physio-control for an evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report a non-critical issue with their device related to the spo2 monitoring function. They also reported that their device powered itself off while printing. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report a non-critical issue with their device related to the spo2 monitoring function. They also reported that their device powered itself off while printing. There was no patient use associated with the reported event.